Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with a gst60b fully fired cartridge loaded on the device. In addition another ecr60b reload was received partially fired 1/16.  The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. Reload c: ecr60b, t5a63p, partially fired 1/16. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection, the first endocutter was locked closed and they were not able to open it. The blue reload had been shot for a few mm. They no longer used this endocutter and they opened another one. The second one was blocked again closed. They have activated the trigger drive and the endocutter opened. They stated they did not use the red reverse button. The procedure was delayed by five minutes. Procedure was successfully completed. Patient consequences were not reported.